Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery overheated and fused on the monitor. There was no patient involvement.

Manufacturer narrative:
H10:the device was returned to philips where a service technician confirmed the customer issue. The date of return is unknown. After reviewing the CT scans and performing a teardown, it was concluded that a short circuit between a deformed nickel tab and the battery cap triggered thermal runaway in one of cells of the battery pack. This event triggered both the cid safety mechanism and the discharge fet safety mechanism of the battery pack. It was concluded that to cause such a metal deformation of the nickel band inside the battery after the production, strong mechanical impact. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.